Event description:
While attempting to defibrillate a patient the device displayed a "check electrodes" message and failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.